Event description:
Customer stated the instrument is reading false negative for bacteria in pt results.

Manufacturer narrative:
Customer states iq200 is reporting false negative results for bacteria on pt samples. There were no reports of changes to pt mgmt. Iris field svc engineer (fse) was sent to the customer location. The fse replaced multiple parts to correct the customer issue. System verification was performed and passed. The system was operational.